Manufacturer narrative:
The primary di# has been used as the lot information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they noticed a crack on that side of the tracheostomy tube. The trach had only been used twice. There was no patient injury.